Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen did not respond to the stylus due to the overlay.

Event description:
It was reported that the programmer's touch screen did not work. The display would turn on, but would not respond to input from the stylus. The programmer has been returned to service. There was no patient involvement.